Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional event information: examples of this seen: sxpp1a444 has symbol for resorbable suture and color on the outer, but not the inner package that goes in to the sterile field. Also missing antibacterial symbol on both outer and inner. Sxmp1b119 has the same issue, that the symbol for resorbable suture and color are on the outer, but not the inner package that goes in to the sterile field. Also missing antibacterial symbol on both outer and inner. Sxmp1b452 has the symbols for resorbable and dyed and also antibacterial on the outer and inner. But is missing ce mark on the inner. Was there any reported patient or user harm? No. Was there a significant delay? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The barbed suture packages do not look the same. They're missing information and the customer is wondering why some symbols are not on the outer and inner packaging. No adverse patient consequences were reported. Additional information was requested.